Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code appears again, which they acknowledged and understood.